Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿ventilator inoperative¿ alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Correction: section g5 510k number. Additional code added to section h6 evaluation code method. Device evaluation summary: medtronic conducted an investigation based upon all information received. The exhalation valve assembly (eva) was available for eval uation. A visual inspection revealed that the flex circuit was wrapped around the poppet. This prevented the poppet from functioning correctly. The most likely cause of this could be as a result of the poppet being physically rotated by the user or other personnel during a cleaning process, resulting in the flex circuit wrapping around the poppet shaft. A step has been implemented for the pb980 exhalation module assembly to confirm that the lvdt bobbin flex tail remains seated correctly after execution of slope test and oven test and is not wrapped around the poppet shaft. The likely cause of the event was isolated to flex circuit wrapping around the poppet shaft in eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.